Event description:
It was reported that a spectrum iq infusion pump under infused. Pump was programmed to deliver 100 ml/hr, when the pump alerted the end of the infusion, there was still half the bag left. . This occurred during patient infusion in the 5 tower. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Device sent to the flow line for a flow accuracy test at 100ml/hr with a vtbi of 100ml/hr. Device infused 96.890ml which yielded an error percentage of -3.11% which was within specifications. The event history log review was completed. The customer reported that the event occurred on 29-aug-2024. On august 29, 2024, the pump ran primary bag-dose: 100mcg/hr at a rate of 20 ml/hr and a vtbi of 10 ml, which would result in a 30 min infusion, 71.7 ml was given to the patient and pump alarmed infusion complete. Pump rate updated to 5 ml/hr and pump stopped by user with 81.7 ml was given to the patient and infusion complete alarm was cleared. The history log cannot be used to determine the actual volume in the IV bag at a given time or setup of the pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.